Event description:
A (B) (6) female with history of right breast cancer who underwent right breast reconstruction. The pt also underwent implant placement on the left side to help with the asymmetry. She was recently seen and evaluated by surgeon due to her noting loss of volume and softening of her left breast. After examination, it was decided that she would undergo replacement of ruptured left saline implant. Intra-op per surgeon noted contracture fluid leak consistent with rupture. Spoke to (B) (4) at allergan medical today and he assigned ref (B) (4).